Event description:
It was reported that the patient presented with infection and was found to have vegetation on the leads. The infection was unrelated to the abbott device or device-related procedure. The right ventricular lead and right atrial lead were explanted due to the lead vegetation and infection. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.